Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that far-r oversensing resulting in several inappropriate mode switches was observed. Programming changes were made. The device remains implanted. The patient was fine.